Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast discomfort/pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast discomfort/pain.

Event description:
Patient reported through legal representative "superficial rippling" and "pain, fatigue, polyarthralgia, myalgia, and chronic fatigue¿symptoms of asis (adjuvant-induced autoimmune syndrome).". This record is for the right side. The device remains implanted.